Event description:
Cannot adjust spo2 alarm limits - model 91496 masimo.

Manufacturer narrative:
Note: this report is being submitted as a result of a re-evaluation of past complaints by spacelabs. Although a report had not previously been filed for this incident, we have concluded that a report should have been filed. The hospital's complaint relates to resetting of the ultraview sl command module with the masimo spo2 option (m). We have determined that during the time that the module is reinitializing, monitoring of all parameters will be suspended. Upon completion of this sequence, alarms will be reset to their default values. If invasive pressure is being monitored, labels and the zero calibration will be lost. If non-invasive pressure is being monitored, the automatic measurement mode will be disabled. In some cases, alarm limit values cannot be adjusted until the module is removed from the monitor for at least 10 minutes. This could cause a delay in treatment. On 01/03/2007, we implemented a worldwide recall to install our new software solution (vs.01.09) in all affected modules. This recall is complete and closure with the FDA was requested on 06/16/2008. This initial report is considered final and the issue is closed.